Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trellis odu and catheter were received for evaluation. The odu does not appear to be related to the reported event. The two balloon syringes, the infusion syringe and the aspiration syringe were present and attached to the trellis catheter manifold. The distal balloon syringe stopcock was open and there was inflation media in the syringe chamber. There was collected thrombus in the aspiration lumen and on the exterior of the catheter . The distal balloon syringe was compressed and a leak was noted at the distal end of the manifold . The syringe plunge was pulled back to generate a vacuum in the system. A leak channel was noted through the manifold adhesive.

Event description:
The trellis device was prepped. The physician inflated the distal balloon and injected 1.2ml of the contrast saline mix. (3:1 saline/contrast). The proximal balloon was then inflated in the same fashion. Once the physician gave the initial 2cc dose of tpa, he asked the fellow to pan up to the distal balloon. There was some staining observed and the balloon was not visible. At this point, it was suspected that the balloon burst. Both balloons were deflated. An attempt was made to inflate the balloon outside the body however the fluid was spraying out. The physician then aborted the case.